Event description:
It was reported that the colonovideoscope keeps getting a message to reprocess the scope. There were no reports of patient harm.

Manufacturer narrative:
The device was evaluated and found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over thirteen (13) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "the customer keeps getting message on unifia to reprocess the scope. They do not really use those scopes." Malfunction could not be determined. Olympus will continue to monitor field performance for this device.